Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a securesense warning was seen for non-persistent right ventricular oversensing. Technical support was contacted and reprogramming changes were recommended to resolve the issue. The condition of the patient is stable.